Event description:
(B)(6) customer received a control result of 13.1 mmol/l on her contour meter. The normal control range was 3.3-7.6 mmol/l. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.